Manufacturer narrative:
The patient's previous echocardiogram results from (B)(6) 2021 were previously reported under manufacturer report number 2916596-2021-07263. Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(4), and the reported events could not be conclusively established through this evaluation. Additionally, an analysis of the log file provided by the account confirmed elevations in pump power and flow; however, a specific cause for this finding could not be conclusively determined through this evaluation. The submitted log files contained overlapping data from (B)(6) 2022 09:12:44 through (B)(6) 2022 08:40:28. Several elevated power events ranging from 9.0-10.0 watts were captured on (B)(6) 2022. Power reached as high as 10.0 watts and estimated flow reached as high as 9.5 lpm. The elevated pump speed may have contributed to the elevated powers; however, a specific cause for the changes in pump parameters could not be conclusively determined through this evaluation. Prior to and after the elevated flow and power events, the pump appeared to function as intended and no other unusual alarms or events were captured. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(4). No product is available for investigation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 13oct2016. The heartmate ii lvas IFU provides an explanation of each of the pump parameters (including pump power and flow) in sections 1 "introduction" and 4 "system monitor". Section 1 lists right heart failure as an adverse event that may be associated with the use of the hmii lvas. Section 1 (under "explanation of parameters") explains that device power is a direct measurement of pump motor voltage and current. Changes in pump speed, flow, or physiological demand can affect pump power. Abrupt changes in power should be evaluated for cause. In addition, device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. Since the flow displayed on the system controller is a calculated value, it becomes imprecise at the low and high ends of the linear power-flow relationship. Section 4 ¿system monitor¿ cautions that no single parameter is a surrogate for monitoring the clinical status of the patient, and the changes in all parameters should be considered when assessing any clinical situation. Section 4 also addresses pi events as well as potential causes. Section 5, ¿surgical procedures¿ states that moderate to severe aortic insufficiency must be corrected at the time of device implant. Section 6 explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 6 "patient care and management" (under "pump performance monitoring") addresses assessing pump flow and explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2022, the patient was seen in the clinic for heart failure with symptoms including bloating, shortness of breath, and weight gain. The patient was noted to have tea colored urine and a new creatinine increase, and ascites on their abdomen. The patient's lactate dehydrogenase (ldh) level remained stable. A ramp transthoracic echocardiogram (tte) was completed without pump compromise. The tee was technically difficult due to poor acoustic windows. The heartmate ii physiology was without evidence of device dysfunction based on the echocardiogram parameters. The patient's left ventricle was dilated and the ejection fraction was found to be globally reduced. Aortic valve sclerosis with mild insufficiency and mild mitral regurgitation was noted. Mild right heart enlargement and right heart dysfunction were also noted to be occurring. These findings were similar to the findings of an echocardiogram performed on this patient on (B)(6) 2021. Following the echocardiogram the pump speed was set to 9400 rpm, which was a decrease from the original 10,400 rpm. Interrogation of the controller revealed near-constant stacked pi events. The log files showed a slight increase in pump power, however the increase was less than one watt. The patient's pi value showed a slight decrease. The patient's pump speed was reduced and additional log files were sent for evaluation. The patient denied any symptoms and stated that they felt significantly better on the morning of (B)(6) 2022. The log files captured persistent pi events and a few elevated powers slightly above 10 watts. The ventricular assist device (vad) speed had been increased to 11,000 rpm at that time which may have accounted for the higher powers. Once the vad speed was lowered to 9400 rpm the pump powers were noted to be around the 6-7 watt range. An abdominal ultrasound was performed. Extremely slow portal venous velocities, compatible with portal hypertension were noted. Evaluation of portal venous flow directions was not possible given the degree of slow flow. The portal veins appeared patent by power doppler (which is sensitive for slow flow detection), and no echogenic thrombus was identified. Given the limitations of the study, if there were continued concern for portal vein thrombus, a contrast-enhanced hepatic protocol computed tomography (CT) scan could have been performed. Monophasic hepatic arterial waveforms, which were related to the patient's vad were noted. Persistent thickening of the patient's gallbladder was noted. This was thought to be in the setting of hepatic or cardiac disease. An abdominal and pelvic computed tomography were performed. No CT evidence of cirrhosis was noted, however this did not exclude the possibility of cirrhosis. There was a prominent vessel in the anterior upper abdomen which is larger than before and this could be from portal hypertension or alternatively from cardiac congestion. No focal liver lesions were noted in the non-contrast enhanced CT. Metallic streak artifact from the lvad also limited liver detail. Gallbladder wall edema was again noted as well as cholelithiasis, as on a recent ultrasound. Interval occurrence of a small left pleural effusion, small to moderate amount of abdominal pelvic ascites and retroperitoneal/mesenteric edema were also noted. Increased size of portal lymph nodes were noted. A band of mild thickening along the lvad driveline in the subcutaneous fat was again seen. This may have been a reactive change or from infection. The patient was treated for a driveline infection. Other findings of the CT were mild splenomegaly, the patient's spleen was slightly larger than before. The patient did not have any pre-existing hepatic dysfunction. The patient remained stable and would be under ongoing evaluation for cirrhosis/hepatologic condition. Their current plan of care would include ongoing hepatology work up, routine paracentesis, diagnostic testing until a further plan of care could be formulated. The patient continued to experience shortness of breath. A device related issue was not thought to have contributed to the patient's heart failure.